Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc otw balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).